Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis reported finding a fluid puddle under the cycler following treatment. The patient found fluid had leaked from the cycler onto the cart. The patient had already contacted the nurse and was prescribed prophylactic antibiotics. During follow up the patient's nurse confirmed the antibiotics were prophylactic only. The patient reported there was no adverse event associated with the event and the leak may have been from the cassette as it was "sticky". The set was discarded.